Event description:
It was reported that the right ventricular lead was replaced due to low impedance; it has decreased from 500 ohms to 200-300 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.